Event description:
It was reported that pump experienced repeated malfunctions with a malfunction alarm and associated fault code, with no notable events occurring beforehand and prior similar events already documented for same pump. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump while being prepared to rely on alternate method if necessary.